Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer blood glucose reading was 40 mg/dl. Customer stated that his insulin pump was alarming motor error and was over delivering. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion, and no delivery test due to prime/fill anomaly. Unit passed the displacement test. No motor error alarms occurred during test. However, unit had loud motor noise during rewind due to faulty motor.